Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: this issue was caused when the sales rep. Just introduced to the surgeon by using a sample. This means that this product was not used in the surgery operation and there is no sales data from this hospital. It is impossible to trace the batch number in this stage. Additional information: the sales rep. Got a product to investigate which was the same batch number with the complaint product and unused for operations. Samples received: 1 open pouch, only 7 sutures in the cardboard. Analysis and results: as batch number is not known therefore the batch manufacturing record nor the complaint history records can be checked. Tested the needle attachment strength of the seven sutures in the open sample received and the results fulfill the OEM requirements: final conclusion: although the results of the samples received fulfill the specifications of european pharmacopoeia/ OEM specifications, note is taken of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: japan. Needle detachment too hard. Some of the threads were "not" taken off the needle.